Event description:
Serious injury involving one person. A report was received from a contact lens practitioner regarding a corneal ulcer at 2:00 o'clock in the periphery. No cultures were performed. Tobtadex was administered. Visual acuity before symptoms reported as 20/30 correctable; visual acuity after the symptoms reported was 20/50 correctable. The doctor's prognosis was: loss of visual acuity and resume normal contact lens wear as ulcer has resolved. No additional information has been obtained by ciba vision regarding this incident. Upon receipt of any significant information, a follow-up medwatch report will be filed.